Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-oct-2019 with the following findings: a review of the pump's alarm history showed low battery warnings. The pump information from the date of the original complaint has been overwritten. During investigation, the pump's electrical draws were tested and were found to be within specifications. Investigation revealed the battery compartment was cracked. A leak test was performed and a leak was found at the battery compartment. There was evidence of moisture corrosion in the battery compartment only. No other components of the pump showed evidence of moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was alleged the battery compartment was cracked with moisture behind the display. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.